Manufacturer narrative:
(B)(4). As reported by the (B)(4) smart pms for sfa approximately 1 ½ years after a 120 150, sfa - 7x120mm smart stent was placed at the target lesion, revascularization was performed. The target lesion was the middle portion of the left superficial femoral artery. The rate of stenosis was 50-99%. Additional details regarding the lesion and vessel characteristics of the initial lesion are unknown. As well as procedural details during the index procedure regarding pre and post-dilation of the lesion, the access site and delivery of the device to the lesion and if the stent fully expanded. Details regarding the degree of restenosis is not known as well as the current status of the patient. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event associated with implanting coronary artery stents and is often associated with the progression of coronary artery disease. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken. This is one of 2 products involved with the reported event and the associated manufacturer report numbers are for the same patient who had two separate adverse events under 9616099-2016-00407 and 9616099-2016-00408.

Event description:
As reported by the (B)(4) smart pms for sfa approximately 1 ½ years after a 120 150, sfa - 7x120mm smart stent was placed at the target lesion, revascularization was performed. The target lesion was the middle portion of the left superficial femoral artery. The rate of stenosis was 50-99%.